Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2017: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2017: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "the fascia was identified and found to have a defect in the abdominal wall. The protruding fatty tissue was excised. A ventralex patch with strap was placed into the wound, pulled up and anchored in place with sutures." (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with partial removal of mesh. Per operative notes, "significant amount of adhesions to the anterior abdominal wall was noted and removed. The defect was identified with incarcerated omentum. The hernia sac was reduced. The mesh and sac was excised. Significant amount of mesh was still present, the mesh had deviated from the defect. A synthetic mesh was then placed in the abdominal cavity making sure it had adequate overly over the old mesh was to the healthy new fascial tissue." Attorney alleges that the patient had adhesions, nerve damage, pain, mesh excision, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, pain and migration thereby underwent repair with removal of mesh. Per op notes, "mesh had deviated from the defect." The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain and migration as possible complications. Note, the manufacturing date (15-dec-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.